Manufacturer narrative:
Preliminary investigation identified the root cause to be improper line clearance during packaging. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation.

Manufacturer narrative:
The returned device and package were evaluated. It was confirmed that the packaged part and label did not match. This was determined to be an isolated incident and all nonconforming parts were identified and removed from distribution.

Manufacturer narrative:
Zimmer biomet inspected two lots of the closure tops that were packaged around the same time as the cross-connectors that contained the packaging errors. During these inspections no additional mixed packaging errors were found. The two additional miss-packaged units that were located mixed in with the cross-connectors have been placed on ncr and inventory quantities have been corrected. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported receiving a package for a transverse connector for virage; however a virage closure top was inside the package. No surgery or patient was involved.